Event description:
It was reported that customer experienced malfunction alarm on pump, described as malfunction 3, with no blood glucose value provided and no further event details available. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, where pump was found to start, charge, and connect to computer normally, with no event found on the reported date but multiple earlier malfunction alarms noted in history, and customer received replacement pump from distributor.